Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the proximal segment of the lead was returned severed 145mm from the terminal pin; only the proximal lead segment was returned. The returned lead segment was tested and found electrically continuous. Insulation abrasion though to the rs+ conductor coil was observed on the is-1 terminal of the lead 65-70mm from the terminal pin; both the insulation and insulation sleeve were abraded though. The inner diameter of the insulation tubing showed evidence of lead and device contact. Melted metal was evidence on the rs+ conductor coil below the surface of the abraded insulation. The device similarly showed evidence of arcing consistent with the reported clinical observations. Laboratory testing confirmed the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was subsequently performed at which time the physician performed a commanded shock to test the integrity of the right ventricular (rv) lead prior to explanting the device. At that time an audible pop was heard during shock delivery immediately followed by code 1004 on the programmer indicating a short circuit condition was detected during shock delivery. Upon further evaluation the device was found in safety mode pacing at 72 ppm vvi. Boston scientific technical services (ts) was contacted and advised that the short circuit condition was independent of the originally reported code 1003. Upon opening the device pocket the physician noted an arc mark on the device in the approximate location where the rv lead would have made contact. The lead was then examined and found to exhibit insulation abrasion distal to the yoke. The device was explanted and proximal portion of the lead was also extracted while the remainder was surgically abandoned. A new implantable cardioverter defibrillator (ICD) and rv lead were then implanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.